Event description:
The reporter did back to back blood glucose tests, within 10 minutes, using separate fingersticks. Reported results were 222 and 305 mg/dl. Reporter did not have any symptoms. Control solution testing was not done due to unavailability of supplies. No harm was alleged. Follow-up attempts to contact the reporter for add'l info have not been successful.